Manufacturer narrative:
A system displaying the ¿replace generator soon¿ message was reported to abbott. The device was not returned for analysis. However, event details indicate, that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Event date is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.